Event description:
The customer indicated that a patient burn occurred during a breast augmentation procedure near the incision. The burn was excised and used as part of the incision. According to the nurse, the electrode had completely melted. Unfortunately, it was thrown away. The customer was not sure what happened.